Event description:
A customer contacted beckman coulter inc. (Bci) stating that the unicel dxc 600i synchron access clinical system waste line became detached at wall, not at instrument, which caused a spill in a 8x10 area of the laboratory. No operator exposure was noted.

Manufacturer narrative:
A bci field service engineer (fse) was dispatched and found that the drain tubing was pulling out of the drain via gravity. The fse reinserted all drain tubing and tied tubing bundle into place. The instrument is now operating acceptably.